Event description:
According to the event description: "the patient was prescribed tavanic 500mg 1x1 i.v. According to the medication instructions, the infusion time is 60 minutes. The medication is ready for use in a 100ml solution. The medication was administered via a drip regulator. The device was programmed with a rate of 100ml/h, a total volume of 100ml, and the device calculated the time as 60 minutes. The patient called the nurse after 40 minutes because the device was alarming. It was observed that the drip regulator had administered the entire medication in 40 minutes, which is 20 minutes too fast. The patient did not experience any harm."

Manufacturer narrative:
This report has been identified as b. Braun medical internal report number: (B)(4). The investigation is ongoing at this time. A follow-up will be submitted when the investigation results become available. Note: this report is being filed for an item number that is not sold in the united states, however, similar items are sold in the united states by b. Braun medical, inc.

Manufacturer narrative:
This report has been identified as b. Braun medical internal report number (B)(4). B1 updated to product problem as this was initially missed in the MDR initial submission. The defective pump machine was returned to the manufacturer for evaluation. Upon visual and technical inspection and testing of the returned machine, it operates within our specifications. No product deviation, and the history files show no technical malfunction on the last vtbi therapy on (B)(6) 2025. Based on the data from the investigation, the reported defect could not be confirmed. History files inspection: no date of occurrence was reported by the customer at start of the investigation of the pump. We will maintain this report for further references and continue to monitor other reports for similar occurrences. If any additional pertinent information becomes available, a follow up will be submitted. Note: this report is being filed for an item number that is not sold in the united states, however similar items are sold in the united states by b. Braun medical inc.